Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Functional testing was performed. Functional testing found unable to repeat customer's reported problem in that the pump gives "high pressure or upstream occlusion" alarm issue. However, pump turned off, power down, pump turned on and no disposable alarm messages during servicing were found in the pump's event history logs. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor, upstream occlusion sensor and expulsor which possibly caused the issue. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issue: replaced the downstream sensor, upstream sensor and expulsor assembly.

Event description:
It was reported that the device fails accuracy during testing. No patient injury was reported.